Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2; -10.00/+0.50/99 (sphere/cylinder/axis) implantable collamer lens into the left eye (os) on (B)(6) 2012. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted and later on this same date in a separate surgery a replacement lens of the same length but different specifications. This resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).